Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv) and left ventricular (lv) lead due to bacteremia. The patient had a complex medical history prior to the procedure, and it was confirmed that vegetation was present on the ra lead prior to the procedure, <2cm in size. During the procedure, the lv lead pulled out successfully with just traction (a pacing stylet was present in that lead to act as a traction platform). A spectranetics lead locking device was inserted into both the ra and the rv leads; however neither lld reached the distal tip of the leads, but were able to be inserted a significant distance in each lead (the physician did not size the leads before using the lld's). The physician chose a spectranetics 14f glidelight laser sheath with medium visisheath and began extraction attempt on the rv lead. Progression stalled in the innominate region. Attention then moved to the ra lead with the 14f glidelight and visisheath, and progress stalled in same area (area near the superior vena cava (svc) coil due to lead on lead binding). The physician then chose to upsize to a 16f glidelight, and large visisheath, and working on ra lead, ra lead successfully removed. After lead removed, follow up transesophageal echocardiography (tee) showed no effusion. They then began working on rv lead with 16f glidelight; patient's bp stable at that time they began working on rv lead. Md lased a bit under the clavicle area, and moved down to the svc coil without issue (using mechanical traction with glidelight, not lasing in svc area). Then md began to clean up the pocket area (from bleeding at insertion site), and regrouped to get a better angle as the glidelight had rounded the curve into the svc. At that time, bp dropped. Md left glidelight in the patient in case it was providing tamponade to any injury. Rescue efforts commenced immediately, including rescue balloon and blood administration. The surgeon was called; surgeon wanted to place patient on ECMO first before transferring patient to the or. However patient did not have an arterial pressure; CPR performed along with shocking the patient, after the patient went into ventricular fibrillation. Surgeon ultimately made decision not to open the chest after efforts to stabilize the patient failed. Patient did not survive. There is not a confirmation of injury location, since the physician did not open the chest and there was no evidence of any bleeding other than at the insertion site near the pocket, which is expected as part of the lead extraction procedure. The physician believes that the patient's physiological response was more in line with emboli from the vegetation present pre-extraction than from any injury. This report is being submitted due to the glidelight device being in use in the area of the ra lead during extraction, where the vegetation was noted pre-procedure. There was no alleged malfunction of any spectranetics devices used in the procedure.